Manufacturer narrative:
Product analysis: lot #223250142 was confirmed on the device catheter label. No ancillary devices were returned for review with the device. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed burnt biologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. Visual inspection of the returned catheter revealed four kinks along the shaft. The first kink was observed approx. 13.5 cm from the distal tip of the device. The second kink was observed approx. 46.3 cm from the distal tip of the device. The third kink was observed approx. 53.5 cm from the distal tip of the device. The fourth kink was observed approx. 55.1 cm from the distal tip of the device. Image analysis: one image was received for review. Image received of a closurefast device whose heating element/coil section is damaged as it appears to be bent and has burnt biologic s/bubbling of the fep layer as well as the coil seemingly being exposed, consistent with the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a closurefast to treat a lesion in the great saphenous vein (gsv). The lumen was flushed prior to use. IFU was followed.  It was reported that the catheter seemed to have split after a run of ablations, detachment did not occur. Obvious damage approx. 10cm from the tip was present, bubbling of the liner and the coil was seemingly exposed. Procedure completed using another closurefast. No patient injury reported.